Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator was inoperable due to the device not being charged. Patient experienced ineffective stimulation. The implantable pulse generator was explanted to resolve the issue. There were no complications during the procedure.